Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to a third-party service center. The technician confirmed visible foam particles and foam particles contamination found inside the blower kit during the device evaluation. Additionally, damaged buttons on upper enclosure also found. The device was repaired.